Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusions occurred. Customer's blood glucose (bg) was in the 400 mg/dl range and small ketones were present. Customer addressed bg level by resuming insulin, delivering a bolus, and consuming pedialyte. Multiple supply change was performed resolving the occlusions. Although requested by tandem technical support, the customer declined to perform troubleshooting, reportedly, customer has manual injections as alternate insulin therapy.